Manufacturer narrative:
Investigation description. Complaint was confirmed. Engineering logs confirmed that the battery was depleting rapidly. The cause was determined to be a faulty battery.

Event description:
It was reported that the ilet pump battery, when fully charged daily, depleted before the end of the day, consistent with a premature battery discharge associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.